Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the complete lead was returned with the helix retracted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the helix testing and noted that the helix did not function and was potentially due to dried blood/body fluid that was observed in the helix housing and in the neck region, which prohibited helix movement. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements one day post implant and was suspected to have perforated the heart wall, however, it was difficult to prove via computerized tomography (CT) scan. An invasive procedure was performed. The ra lead was explanted and replaced and the right ventricular (rv) lead was explanted and replaced electively given the CT scan couldn't prove that the ra lead was the source of the perforation. No additional adverse patient effects were reported.